Event description:
It was reported that on (B)(6) 2010, the 3.5 x 28 mm promus stent was implanted in a saphenous vein graft (svg) to the obtuse marginal 2 (om2) vessel. On (B)(6) 2010, angiography revealed in-stent restenosis on the promus stent, which was treated with a non-abbott stent. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2012, the patient presented with left-side chest pain, and was hospitalized. Angiography was performed on (B)(6) 2012. On (B)(6) 2012, a new procedure was performed. The left circumflex (cx) artery was treated with a non-abbott stent. The in-stent re-stenosis of the promus stent was treated with balloon dilatation. On (B)(6) 2012, the event was considered to be resolved without residual effects and the subject was discharged on the same day. No additional information was provided.

Event description:
Subsequent to the initial medwatch report filing additional information confirmed that the promus stent was fully deployed.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted in a saphenous vein graft (svg) lesion. It should be noted that the IFU states safety and effectiveness of the promus stent has not been established for subject populations with lesions located in svg. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported complaint.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.